Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the solid-state drive (ssd) was replaced to resolve the reported event. Co des b01, c07, and d02 are applicable. H3, h6) the product ID: 9736218, lot: s62ens0rc04503b, returned to the manufacturer for analysis. The ssd was tested on multiple systems and it was unable to bootup to the operating system (os). The ssd gave a "reboot and select proper boot device or insert boot media in selected boot device and press a key" error on bootup. This error indicated that the computer did not detect the ssd and therefore could not boot from it. The ssd was then plugged into an ssd duplicator tower and it was unable to be detected. The connector did not have obvious damage and appeared to be in good condition, but there was no communication between the ssd and computer. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736218, h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was getting a black screen with a blue box in the center of the screen prompting for a password however it was not the normal password screen. The site was inputting the system password and it was showing incorrect. To troubleshoot the site performed a hard reboot and kept the system unplugged to no resolution. The site then swapped the unit to a new power outlet with no resolution, and lastly they tried a different password with no resolution. The probable cause is the ssd. There was a less than one hour surgical delay. The surgery, imaging, and navigation were aborted. There was no impact on patient outcome.